Manufacturer narrative:
Other text: the device was received for evaluation. During functional testing, the reported customer issue could not be duplicated however; it was found that the printed circuit board (pcb) was defective, the led was not working and the device failed to alarm. The pcb was replaced to resolve the additional findings observed. Additionally, the tank was found to be damaged so the tank gasket and o-rings were replaced. Following the part replacements, a functional testing was performed and the unit passed. The root cause for the customer reported issue could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) produced an over temperature alarm. The issue was observed during set up by the sales manager. There was no patient involvement.